Event description:
Ous MDR - it was reported that this lead was capped 57 months after the implant due to artifacts on the farfield channel after an appropriate shock.

Manufacturer narrative:
Till today, the medical product has not become available for analysis and could therefore not be analyzed itself. Thus, the investigation is based on the analysis of the production documents and the provided data. The manufacturing process of this lead was reviewed. All manufacturing steps had been carried out correctly. The production documents did not show any anomalies. The available iegms confirmed the interference signals in the rv and ff channel mentioned in the complaint text, which led to oversensing with shock deliveries. Despite the available information, no defect cause could be determined since this would require an examination of the lead itself. If additional relevant information or the device itself should become available, the incident will be updated accordingly.